Event description:
Literature: pourfar, michael h., chris c. Tang, alon y. Mogilner, vijay dhawan, and david eidelberg. "Using imaging to identify psychogenic parkinsonism before deep brain stimulation surgery." Journal of neurosurgery 116.1 (2011): 114-18. Print. Summary: the authors report on 2 patients with probable psychogenic parkinsonism who presented for dbs surgery. They found that both patients had normal caudate and putamen [(18)f]-fluorodopa uptake on pet imaging, along with normal expression of specific disease-related metabolic networks for pd and multiple system atrophy, a common form of atypical neurodegenerative parkinsonism. The clinical and pet findings in these patients highlight the role of functional imaging in assisting clinical decision making when the diagnosis is uncertain. Reported event: a (B)(6) woman reported having developed a slight tremor of the left arm along with left stiffness, muscle spasms, slowness, fatigue, and night sweats 5 years earlier. This diagnosis notwithstanding, unilateral subthalamic nucleus dbs surgery was performed due to the reported levodopa response; the stimulator was removed within 1 month, however, due to an intracranial abscess. Additional information has been requested, a follow-up report will be sent if additional information becomes available.